Event description:
The patient was being treated for an infection; green puss was coming out of the pocket site after recharging. No additional details were provided. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.